Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4),implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine 20mg/ml at 5. 6mg/day via an implantable pump. The indications for use were failed back syndrome and spinal pain. It was reported a motor stall was seen at initial interrogation, stopped pump period may exceed tube set. The patient did not recently have an MRI. The symptoms the patient experienced were nausea and throwing up. The patient was being managed with oral meds as of the day of the report, morphine 30mg 1-2 qid. The patient also was given IV morphine in the emergency room on (B)(6) 2015. The pump was explanted (B)(6) 2015. Troubleshooting, interventions, the cause of the motor stall not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
According to pump logs examined on (B)(6) 2015, motor stall was occurred on (B)(6) 2015 at 04:31 and "stopped pump period may exceed tube set" occurred on (B)(6) 2015 at 04:31. On (B)(6) 2015 information received from a company representative, reported that the patient had initially reported the motor stall; they had called the company representative to come and read their pump.